Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe aspiration and cutting failure occurred during vitrectomy surgery, and the cutter stopped working midway through the process. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
One opened probe, with tip protector was received in a tray. The sample was visually inspected and was found to be non-conforming for having brown/orange foreign material on the welded cap. The sample was then functionally tested for actuation, aspiration, and cutting. The sample was found to be confirming for all functional testing. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore aspiration and cutting failure occurred as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).